Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Additional information was requested, and the following was obtained: can you identify the lot number of the product involved? Impacted lot number: 104dbb lot number of new suture opened that was fine: 102a17 please clarify, did this issue contribute to any patient adverse event? No, as the suture was not used on the patient due to its lack of barbs. Sister siao ling opened a new piece (from a different lot) of the same suture code (sxpp2b400), and that piece was fine, so they used it for the case. No issues with that suture. Please clarify what is the account name. If referring to clinic, then the suture belonged to hc orthopaedic surgery clinic. H3 investigation summary: the product was returned to ethicon for evaluation. One unused strand double armed outside its packaging was received for analysis. Product code sxpp2b400. In order to evaluate the condition of the returned sample, the strand exhibited the presence of barbs. The barbs were measured, and indicated that the barbs did not meet the required specifications based on the information currently available, barbs out specification were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. According to the information received, it was reported that a surgeon's stratafix barbed suture had no barbs. The product was returned to ethicon for evaluation. Two needle-suture pieces were received for analysis. Product code sxpp2b400. As per conditions of the returned sample, the strand was noted to exhibit the presence of barbs. However, due to the strand being cut into two sections, the barbs could not be measured. Additionally, it was observed that the extremes were appeared to be cut, likely by a surgical instrument. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a barbed suture was used. During the procedure, the barbed suture had no barbs and therefore, not used on the patient. A second barbed suture was opened and that suture had barbs. There were no adverse patient consequences reported. Upon evaluation, the returned devices did not meet the specified requirements for the barb measurements. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h7, h9.